Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the pump boots to the verify screen with audible and vibratory sounds. Confirmed the ¿low cartridge warning level¿ was set to 20u. A ¿low cartridge¿ warning was reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. Units remaining were correctly calculated in steps 17 through 20 and written to the pump history. Pump passed a 29hr flow accuracy test successfully. Observed a pinkish contrast on the display screen. Investigators removed pump cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.